Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: using the automated impella controller with the impella catheter unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.

Event description:
EU complainant reported the patient was on impella 5.5 support and there was high purge pressure noted. Tissue plasma activator was added to the purge and staff monitored. Support continued, and the patient survived the event.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The pump was returned and there was biomaterial in the inflow cage which cleared after soaking. There were no other physical abnormalities with the pump. The data logs confirm high purge pressure alarms. The pump was run in the lab and the high purge pressure did not reproduce. The root cause of the high purge pressure was determined to be biomaterial. D9 date device returned to manufacturer added. G2 report source foreign inadvertently was not selected on manufacturer device report 1220648-2024-18118.